Event description:
It was reported that the hcp performed a resection of the patient's exuberant fibrosis in the neck in (B)(6)2020. It was also reported and ipg change to an activa pc with extension cables in (B)(6) 2020. No other information was provided. Additional information was provided by the manufacturer representative and confirmed with the hcp that the battery replacement was due to normal battery depletion. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial#(B)(6) implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type extension product ID 3708660 lot# serial# (B)(6), implanted:(B)(6) 2018,explanted: (B)(6) 2020, product type extension product ID 3708660 lot# serial# (B)(6),implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 17-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.